Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to endocarditis. The MRI (magnetic resonance imaging) results showed that the patient had endocarditis, and it was noted that system removal may be required. There were no additional adverse patient effects reported. This ICD remains in service.